Event description:
It is reported that the device was implanted in 2005. Revision surgery occurred eight months later, due to fracture of the femur.

Manufacturer narrative:
Evaluation summary: no product rec'd for evaluation. Also, x-rays are not available for review. Lot number of the device is not known so device history records could not be reviewed. There has not been any complaint on this device in the last 12 months. Cause cannot be definitively determined. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be rec'd, the complaint will be reopened. Zimmer considers the investigation closed.